Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the lad. Approximately 10 months later the patient died.

Manufacturer narrative:
Additional information: date of death updated. Patient suffered acute hypoxic respiratory failure and died approximately 2 months later. Death is classified a non-cardiac death. Investigator assessed event is not related to device or anti platelet medication. Sponsor assessed event is possibly related to device and anti platelet medication. If information is provided in the future, a supplemental report will be issued.